Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebrovascular accident (stroke) das system. The pump contained gablofen with a concentration 2000 mcg/ml at a dose of 99 mcg/day. It was reported a critical alarm was heard and confirmed by telemetry. A low battery reset with safe state occurred. The pump logs had been checked, and a catheter access port (cap) aspiration was performed. The hcp stated she reprogrammed the pump on monday and it reset again the day of report. The hcp stated they did a cap access to check the catheter, and when she tried to program the priming bolus, it reset again. The hcp tried multiple times to update the pump the day of report with and without a prime and the pump kept resetting. The pump off password was provided to the hcp. No patient symptoms were reported. It was unknown if drug was related to the reset. Additional information received on 2017-jan-19 from the hcp reported troubleshooting performed related to the low battery reset alarm included the logs were read and side port aspirated. The hcp tried to re-program and update the pump. The pump reset numerous times and continued to reset and alarm. The pump was stopped. The patient did not want a new pump and would schedule removal of the pump. The pump logs showed seven low battery resets and one pump in safe state occur on (B)(6) 2017. An additional three low battery resets and one pump in safe state was noted on (B)(6) 2017. The pump was stopped due to off state on (B)(6) 2017 at 11:10am. At an office visit on (B)(6) 2017, the pump was interrogated and reprogrammed. The patient¿s pump rate was increased to 100 mcg/day after being reset to safe state/minimum rate. The patient¿s modality was listed as spasticity. Neurological symptoms included seizures, being sleepy, and arouse easily. Cardiovascular symptoms included irregular rhythm. The patient was not having any withdrawal symptoms. The patient denied spasms. The patient had increased tone to bilateral left extremity. Peripherally inserted central catheter (PICC) line noted to left upper extremity. The patient was hospitalized the week before for seizures and sepsis. There was concern for baclofen withdrawal before hospitalization. The patient was going to follow up a couple of days later due to concern of the pump resetting again and pump failure. The patient presented for another hcp office visit on (B)(6) 2017. The patient did not have any withdrawal symptoms at that time. The pump was reset from minimal rate to 100 mcg/day per the managing hcps order. The patient arrived via ambulance transportation on a stretcher. The patient was seen for intrathecal pump maintenance. The patient¿s spasm/pain was located in the bilateral legs. Activity level was worsening. On a scale of 0 to 10, the patient¿s pain was 0. The patient was a 4 on the modified ashworth scale. The patient was not experiencing any nausea, pruritus, or weakness. There was no medication change. Estimated early replacement indicator (eri) was 14 months. The new reservoir volume was 29.5 ml. When the pump was first interrogated, it was in simple continuous mode, running at 99.9 mcg/day with no alarms and no errors. The side port was accessed, and 2 cc of clear fluid was withdrawn and discarded. When trying to update the pump, with a priming bolus, the pump went back into a ¿safe state¿ and back to minimal rate. The hcp made numerous attempts to program the priming bolus, but the pump would continue to go into a safe sate and alarm when trying to update the pump. The hcp called tech support and they said it sounded like the battery was very depleted and would continue to go into the safe state and down to the minimal rate. They elected to shut the pump off. The patient had not exhibited any signs of withdrawal from the first critical alarm sounding. The patient was hospitalized on (B)(6) 2017 for seizure, fever, uncontrolled hypertension, influenza a, urinary tract infection (uti), and possible bacteremia. The hcp suspected the patient might have been in withdrawal from intrathecal baclofen at that time. On the day of the office visit, the patient was afebrile, oriented x3, denied itching, hallucinations, and spasms. The baclofen pump needed to be replaced or removed. The patient was sent back to the nursing home with a prescription for oral baclofen. Colace 100 mg oral capsule was stopped. Patient medical history included history of chronic obstructive pyelonephritis, convulsions, edema extremities, atrial fibrillation, benign prostatic hypertrophy, cerebrovascular disorder, congestive heart disease, depression, diabetes mellitus, fatigue, hyperlipidemia, hypertension, major depression, sepsis, hypomagnesemia, malaise, obstructive sleep apnea, urinary incontinence, and acute deep vein thrombosis. Medications included amlodipine besylate, cefepime hcl, colace, coumadin, dilantin, dulcolax, ferrous sulfate, florastor, glucophage, levetiracetam, lexapro, magnesium, metoprolol, milk of magnesia, nitrostat, senna, simvastatin, and tylenol. The patient lived in a nursing home, not self-reliant in usual daily activities, and used an assistive device (wheelchair).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-feb-16. Patient had a baclofen pump for lower extremity spasticity, but had an episode last week (as of (B)(6) 2017). The patient was hospitalized and reported to have seizures and sepsis. The refill of the pump was reviewed as it alarmed as not functioning. The pump was stalled and the patient was not getting drug. It was not known how long he had been without drug, it was restarted at 100 mcg and the patient was seen on (B)(6) 2017. The patient¿s time in the hospital may have been a withdrawal period and so the pump was restarted as a new dose. The pump had been put in for lower extremity spasticity several years ago, but not a clear idea of the cause as they could not prove he had a stroke. The patient was more spastic on the left side. On (B)(6) 2017, the legs were very tight, but with some relaxation on the patient¿s part, the hcp could range the legs better. The patient expressed not wanting to have the pump and have it removed. The side port was accessed and there was good flow. The hcp recommended replacing the pump. The pump remained stalled and would not allow the pump to be programmed or even give the bolus to clear the line. The pump was turned off until the decision to replace with a new pump or removed. The pump was on the list of those which may malfunction and it was therefore determined that the pump was defective. The patient would have their pump removed surgically and sent back for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2017. The pump was to be explanted on (B)(6) 2017. The pump was turned off and would be returned for analysis. The patient was (B)(6) pounds. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.